Manufacturer narrative:
Section b3: date of event is estimated. Section d4: lot number, expiration date, primary unique device identification (UDI) number is unknown. Section d4: unique device identifier (UDI #): the UDI is unknown because the lot number was not provided/is unknown. Section h4 - device manufacture date is unknown.

Event description:
It was reported that patient experienced diminished/loss of therapy due to high impedances on all contacts. Surgical intervention may be undertaken to address this issue.

Manufacturer narrative:
A patient experienced diminished/loss of therapy due to high impedances on all contacts was reported to abbott. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Manufacturer narrative:
Correction: section b1 ¿ type of report - product problem removed. Correction: section d4 - lot number, expiration date and primary unique device identification (UDI) number updated. Correction: section h4 - device manufacture date updated.